Event description:
The lead was replaced due to upgrading the patient to a defibrillator. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; the full lead was returned for analysis. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer insulation had cosmetic depressions and a white substance was observed. There was blood in/on the helix mechanism and the lead was stretched.